Manufacturer narrative:
Approximately twenty-nine weeks after the study index procedure, the patient experienced an adverse event (ae) of an acute gastrointestinal bleed/hemorrhage (gi bleed). The patient was hospitalized for three days and was treated medically. The ae was reported to be severe, unrelated to the study devices/procedures, and was possibly related to the study drug. This event was captured as a non-complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 33 mm stent successfully implanted at 20 atm. In the right posterior descending artery (rpda) target lesion during the study index procedure. The stent was implanted to treat an in-stent-restenosis (isr) of a previously implanted taxus stent. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal and mid left anterior descending target lesions treated during the procedure. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion and a cypher 3.0 x 33 mm stent was implanted in the lesion at 14 atm. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Addendum: additional information received indicated the patient experienced restenosis of the cypher 3.0 x 33 mm stent in the rpda approx. Eight months after the index procedure.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary stent implantation and suffered in-stent restenosis with thrombosis formation during treatment of the isr and approximately 18 months post procedure, suffered coronary artery restenosis peri-stent. At the time of the index procedure, the (B)(4) study indicated that the patient was enrolled in the study to treat an in-stent-restenosis (isr) of a previously implanted taxus stent in the rpda. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci may 2006, previous CABG (B)(6) 1998, and family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. The rpda target lesion was reported to be: an isr of a des, 3.0 mm vessel diameter, 15 mm length, distal, moderately tortuous, a 70% stenosis, not calcified, and type c. The lesion was pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. The stent was post-dilated with a 3.0 x 20 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal (1st diagonal) and mid left anterior descending (lad) target lesions treated during the procedure. The mid lad non-target lesion was reported to be: de novo, mid, 8 mm length, and the lesion including side-branch is less than 2.5 mm. The residual stenosis was 10%. The post-procedure flow was timi 3. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion. The 1st diagonal target lesion was reported to be: de novo, 3.0 mm, ostial, 15 mm length, not calcified/tortuous, a 95% stenosis, and type c. The lesion was pre-dilated after failed direct stenting with a 3.0 x 20 mm balloon catheter at 17 atm. A cypher 3.0 x 33 mm stent was implanted at 14 atm. The stent was post-dilated with a 3.75 x 12 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre-procedure was timi 1 and post-procedure timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Additional information received indicated the patient experienced restenosis of the cypher 3.0 x 33 mm stent in the rpda approximately eight months after the index procedure. Angiography revealed a 95% tubular in-stent restenosis. A cutting balloon was used in the restenosis and then brachytherapy was applied to the site. Upon removal of the brachytherapy catheter, thrombus was noted distal to the study stent. An export catheter was used to aspirate the thrombus with complete resolution. Timi 3 flow was established and there was no further report of difficulty post procedure. The patient had been removed from dual anti-platelet therapy secondary to the previous gi bleed episode, but was advised to resume the medication regimen. Additional information was received stating that approximately a year and six months post index procedure, the study stent implanted during the index procedure in the rpda, was patent, however, there was stenosis proximal and distal to the stent. There was no additional information regarding this stenosis, other than that the lesion was stented proximal and distal to the initially implanted stent. Additionally, it was noted that the stent in the first diagonal was widely patent. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside the stent around the damaged areas. The patient had been removed from his anti-platelet regimen at the time of the thrombosis. Review of the information suggests that procedural and medication factors may have contributed to the reported event of thrombosis. The study stent remained patent; however, the peri-stent area had stenosis formation. Review of the information suggests that the underlying aggressive nature of the patient's cardiovascular disease as well as lesion/vessel factors may have contributed to the reported event.

Manufacturer narrative:
Addendum: additional information from cec adjudication minutes indicated that on (B)(6) 2012, the patient went to the emergency room complaining of bright red blood in stool which began one day earlier. He was on dual antiplatelet therapy at that time. It was also reported the patient had discontinued warfarin two weeks prior to this admission. A colonoscopy revealed mild diverticulosis, moderate internal hemorrhoids and mild rectal wall thickening. No blood or clots were appreciated. No transfusion was given. The site reported a bleeding event occurring on (B)(6) 2012 with no treatment and outcome as ongoing. In the emergency room on (B)(6) 2012, other symptom was mild chest discomfort which was not present outside the setting of defecation. Regarding the chest discomfort, the consulting cardiologist questioned whether it was related to blood loss from a gi bleed or perhaps related to the rca ostial rotoblator treatment one week prior. On (B)(6) 2012 at 14:45, the troponin was 0.146 (0.04 unl). Another set revealed 0.126 troponin. On (B)(6) 2012 at 00:10, the troponin was 0.150 (ratio 3.75). On (B)(6) 2012 at 06:43, the troponin was 0.152 (ratio 3.8). On (B)(6) 2012 at 10:53, the troponin was 0.082 (ratio 2.1). The ck and ckmb were not tested. No ecgs were obtained per the site, however the cardiology note dated (B)(6) 2012 reported the ECG showed sinus rhythm with age indeterminant anterior wall infarction and mild prolongation of the qtc interval. Repeat angiography was not performed. The site did not report an event of mi. The patient was discharged on (B)(6) 2012 on dual antiplatelet therapy. Complaint conclusion: the complaint received states that approximately 26 months post index procedure the patient suffered an mi. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci may 2006, previous CABG 08 jun 1998, family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. At the time of the index procedure, the (B)(4) study indicated that the patient was enrolled in the study to treat an in-stent-restenosis (isr) of a previously implanted taxus stent in the rpda. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci may 2006, previous CABG 08 jun 1998, and family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. The rpda target lesion was reported to be: an isr of a des, 3.0 mm vessel diameter, 15 mm length, distal, moderately tortuous, a 70% stenosis, not calcified, and type c. The lesion was pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. The stent was post-dilated with a 3.0 x 20 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal (1st diagonal) and mid left anterior descending (lad) target lesions treated during the procedure. The mid lad non-target lesion was reported to be: de novo, mid, 8 mm length, and the lesion including side-branch is less than 2.5 mm. The residual stenosis was 10%. The post-procedure flow was timi 3. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion. The 1st diagonal target lesion was re-ported to be: de novo, 3.0 mm, ostial, 15 mm length, not calcified/tortuous, a 95% stenosis, and type c. The lesion was pre-dilated after failed direct stenting with a 3.0 x 20 mm balloon catheter at 17 atm. A cypher 3.0 x 33 mm stent was implanted at 14 atm. The stent was post-dilated with a 3.75 x 12 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre-procedure was timi 1 and post-procedure timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Additional information from cec adjudication minutes indicated that on (B)(6) 2012, the patient went to the emergency room complaining of bright red blood in stool which began one day earlier. He was on dual antiplatelet therapy at that time. It was also reported the patient had discontinued warfarin two weeks prior to this admission. A colonoscopy revealed mild diverticulosis, moderate internal hemorrhoids and mild rectal wall thickening. No blood or clots were appreciated. No transfusion was given. The site reported a bleeding event occurring on (B)(6) 2012 with no treatment and outcome as ongoing. A non-complaint code for bleeding has been entered in the file. In the emergency room on (B)(6) 2012, other symptom was mild chest discomfort which was not present outside the setting of defecation. Regarding the chest discomfort, the consulting cardiologist questioned whether it was related to blood loss from a gi bleed or perhaps related to the rca ostial rotoblator treatment one week prior. On (B)(6) 2012 at 14:45, the troponin was 0.146 (0.04 unl). Another set revealed 0.126 troponin. On (B)(6) 2012 at 00:10, the troponin was 0.150 (ratio 3.75). On (B)(6) 2012 at 06:43, the troponin was 0.152 (ratio 3.8). On (B)(6) 2012 at 10:53, the troponin was 0.082 (ratio 2.1). The ck and ckmb were not tested. No ecgs were obtained per the site, however the cardiology note dated (B)(6) 2012 reported the ECG showed sinus rhythm with age indeterminant anterior wall infarction and mild prolongation of the qtc interval. Repeat angiography was not performed. The site did not report an event of mi, but adjudication minutes considered this event as an mi. The patient was discharged on (B)(6) 2012 on dual antiplatelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00445 and 3003742446-2013-00019.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary stent implantation and suffered instent restenosis. At the time of the index procedure, the (B)(4) study indicated that the patient was enrolled in the study to treat an in-stent-restenosis (isr) of a previously implanted taxus stent in the rpda. This is a (B)(6) male, with medical history including angina, (B)(4) study for ischemia, previous pci (B)(6) 2006, previous CABG (B)(6) 1998, and family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. The rpda target lesion was reported to be: an isr of a des, 3.0 mm vessel diameter, 15 mm length, distal, moderately tortuous, a 70% stenosis, not calcified, and type c. The lesion was pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. The stent was post-dilated with a 3.0 x 20 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately (B)(6) weeks later for a planned staged procedure. The patient had first diagonal (1st diagonal) and mid left anterior descending (lad) target lesions treated during the procedure. The mid lad non-target lesion was reported to be: de novo, mid, 8 mm length, and the lesion including side-branch is less than 2.5 mm. The residual stenosis was 10%. The post-procedure flow was timi 3. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion. The 1st diagonal target lesion was re-ported to be: de novo, 3.0 mm, ostial, 15 mm length, not calcified/tortuous, a 95% stenosis, and type c. The lesion was pre-dilated after failed direct stenting with a 3.0 x 20 mm balloon catheter at 17 atm. A cypher 3.0 x 33 mm stent was implanted at 14 atm. The stent was post-dilated with a 3.75 x 12 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre-procedure was timi 1 and post-procedure timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Additional information received indicated the patient experienced restenosis of the cypher 3.0 x 33 mm stent in the rpda approximately (B)(6) months after the index procedure. To date no further information is available regarding treatment of the instent restenosis. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. (B)(4). Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
Additional information was received stating that approximately a year and six months post index procedure, the study stent, implanted during the index procedure in the rpda, was patent, however, there was stenosis proximal and distal to the stent. There was no additional information regarding this stenosis, other than that the lesion was stented proximal and distal to the initially implanted stent. Additionally, it was noted that the stent in the first diagonal was widely patent. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Additional information received: the adjudication minutes received and reviewed. During the re-percutaneous treatment for the in-stent-restenosis, the patient had balloon angioplasty performed with a cutting balloon and brachytherapy was also performed. After the beta radiation catheter was removed, thrombus was noted distal to the previously implanted cypher stent. An export catheter was used to aspirate the thrombus. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated complaint conclusion post adjudication: the complaint received states that this (B)(4) study patient underwent coronary stent implantation and suffered in-stent restenosis with thrombosis formation during treatment of the isr. At the time of the index procedure, the (B)(4) study indicated that the patient was enrolled in the study to treat an in-stent-restenosis (isr) of a previously implanted taxus stent in the rpda. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci (B)(6) 2006, previous CABG (B)(6) 1998, and family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. The rpda target lesion was reported to be: an isr of a des, 3.0 mm vessel diameter, 15 mm length, distal, moderately tortuous, a 70% stenosis, not calcified, and type c. The lesion was pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. The stent was post-dilated with a 3.0 x 20 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal (1st diagonal) and mid left anterior descending (lad) target lesions treated during the procedure. The mid lad non-target lesion was reported to be: de novo, mid, 8 mm length, and the lesion including side-branch is less than 2.5 mm. The residual stenosis was 10%. The post-procedure flow was timi 3. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion. The 1st diagonal target lesion was re-ported to be: de novo, 3.0 mm, ostial, 15 mm length, not calcified/tortuous, a 95% stenosis, and type c. The lesion was pre-dilated after failed direct stenting with a 3.0 x 20 mm balloon catheter at 17 atm. A cypher 3.0 x 33 mm stent was implanted at 14 atm. The stent was post-dilated with a 3.75 x 12 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre-procedure was timi 1 and post-procedure timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Additional information received indicated the patient experienced restenosis of the cypher 3.0 x 33 mm stent in the rpda approximately eight months after the index procedure. Angiography revealed a 95% tubular in-stent restenosis. A cutting balloon was used in the restenosis and then brachytherapy was applied to the site. Upon removal of the brachytherapy catheter, thrombus was noted distal to the study stent. An export catheter was used to aspirate the thrombus with complete resolution. Timi 3 flow was established and there was no further report of difficulty post procedure. The patient had been removed from dual anti-platelet therapy secondary to the previous gi bleed episode, but was advised to resume the medication regimen. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. The patient had been removed from his anti-platelet regimen at the time of the thrombosis. Review of the information suggests that procedural and medication factors may have contributed to the reported event of thrombosis.

Manufacturer narrative:
Addedndum: additional information received on (B)(6) 2012, the patient underwent revascularization to the proximal rca. The lesion was treated with a pci, drug eluting stent. Angina was the indication for the procedure. Complaint conclusion (updated):the complaint received states that this (B)(4) study patient underwent coronary stent implantation and suffered multiple episodes of restenosis and thrombosis. At the time of the index procedure, the (B)(4) study indicated that the patient was enrolled in the study to treat an in-stent-restenosis (isr) of a previously implanted taxus stent in the rpda. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci (B)(6) 2006, previous CABG (B)(6) 1998, and family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. The rpda target lesion was reported to be: an isr of a des, 3.0 mm vessel diameter, 15 mm length, distal, moderately tortuous, a 70% stenosis, not calcified, and type c. The lesion was pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. The stent was post-dilated with a 3.0 x 20 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal (1st diagonal) and mid left anterior descending (lad) target lesions treated during the procedure. The mid lad non-target lesion was reported to be: de novo, mid, 8 mm length, and the lesion including side-branch is less than 2.5 mm. The residual stenosis was 10%. The post-procedure flow was timi 3. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion. The 1st diagonal target lesion was re-ported to be: de novo, 3.0 mm, ostial, 15 mm length, not calcified/tortuous, a 95% stenosis, and type c. The lesion was pre-dilated after failed direct stenting with a 3.0 x 20 mm balloon catheter at 17 atm. A cypher 3.0 x 33 mm stent was implanted at 14 atm. The stent was post-dilated with a 3.75 x 12 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre-procedure was timi 1 and post-procedure timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Additional information received indicated the patient experienced restenosis of the cypher 3.0 x 33 mm stent in the rpda approximately eight months after the index procedure. Angiography revealed a 95% tubular instent restenosis. A cutting balloon was used in the restenosis and then brachytherapy was applied to the site. Upon removal of the brachytherapy catheter, thrombus was noted distal to the study stent. An export catheter was used to aspirate the thrombus with complete resolution. Timi 3 flow was established and there was no further report of difficulty post procedure. The patient had been removed from dual anti-platelet therapy secondary to the previous gi bleed episode, but was advised to resume the medication regimen. Additional information was received stating that approximately a year and six months post index procedure, the study stent implanted during the index procedure in the rpda, was patent however there was stenosis proximal and distal to the stent. There was no additional information regarding this stenosis, other than that the lesion was stented proximal and distal to the initially implanted stent. Additionally, it was noted that the stent in the first diagonal was widely patent. The index stent remains implanted thus unavailable for analysis. Information received in (B)(6) 2012, reveals that patient again experienced angina and underwent revascularization of the proximal rca. The revascularization was performed in the rca. A diagnostic catheterization indicated that the rima graft was occluded. Per the investigator, the revascularization of the rca was necessary due to the restenosis of the cypher stent within the rima. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient had been removed from his anti-platelet regimen at the time of the thrombosis. Review of the information suggests that procedural and medication factors may have contributed to the reported event of thrombosis. The study stent remained patent; however, the peri-stent area had stenosis formation. Review of the information suggests that the underlying aggressive nature of the patient's cardiovascular disease as well as lesion/vessel factors may have contributed to the reported event.